Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: profit jr3.5. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, as there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Return of the voyager may have ultimately aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and calcification. The 2.5 x 15 voyager balloon was advanced and positioned at the lesion; however, a balloon rupture occurred during the first inflation of 5 atmospheres, for 5 seconds. A new balloon was used to continue the procedure successfully. There were no adverse patient effects. No additional information was provided.